Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Outset medical, inc. Field service engineer (fse) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that the patient expired about 44 minutes into dialysis treatment. Clinical staff indicated that patient was an existing dialysis patient who became infected with the novel coronavirus (covid-19). Patient was on bilevel positive airway pressure (bipap) machine and had a do-not-resuscitate (dnr) order prior to being placed on the tablo console as the patient was unstable. The treating team attributed the event to the patient's pre-existing conditions.